Event description:
The hcp reported the patient was experiencing a return of the symptoms. In 10/2006, the pump was determined to not be working. A dye study was done. The results were not reported. The pump was explanted and replaced after an implant duration of 87 months with the reason given being "broken cap". The patient outcome as reported as good. A follow up report will be sent if additional information is received.

Manufacturer narrative:
H6 - preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is complete.